Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, analysis of the log files that were provided by the account confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The account submitted log files for review. The system controller event log file contains data from on (B)(6) 20201 at 8:32:00 through on (B)(6) 20201 at 9:25:06. Low flow events were captured throughout the log file from on (B)(6) 20201 at 12:35:28 through 12:39:24. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms were flagged. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number:(B)(6). Multiple attempts for additional information were made and no further detail was provided. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13mar2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had worsening right ventricular failure. The log file review captured low flow alarms on (B)(6) 2021. The cause could have been hypertension/hypovelemis as low preload, right heart failure, and inflow occlusion were ruled out. There were no other unusual events seen within the log file. The vad (ventricular assist device) was functioning as intended.